Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered multiple boluses and ¿stacked insulin¿ to address a bg level in the 300s mg/dl range. Subsequently, bg dropped to 45 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.